Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.9 cm fusiform abdominal aortic aneurysm. The aortic neck was 23 mm in diameter, 32 mm long, mildly angulated, and had noticeable focal calcification. Iliac vessels were tortuous. It was reported that after the talent graft was deployed right at the renal arteries, a proximal type I endoleak was evident, and the neck calcification may have been a contributing factor. The physician elected to intervene by implanting a talent aortic cuff, which successfully resolved the endoleak. A slight transgraft endoleak was also noted in the aneurysm sac after the case; its resolution is unk as of this report. In addition, a type ii endoleak from a left lumbar artery was noted during the procedure and left uncorrected. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval results: endoleak. Aortic neck calcification; type ii endoleak. Conclusion: aortic neck calcification; type ii endoleak.